Manufacturer narrative:
H3: hardware analysis was completed on the returned tracker. As reported, the returned tracker would not track when connected to a known good system but displayed red status. A check of the em interface showed that coil #3 was not working. Coils #1 and #2 were normal. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during an unknown procedure. It was reported the instrument tracker stopped working mid-procedure for all instruments. The site opened a new one and the issue was resolved. Delay in surgery and patient impact were not provided. Additional information was received. It was reported that the procedure being performed was a functional endoscopic sinus surgery (fess.) There was a reported delay to the procedure of five to ten minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.